Event description:
It was reported a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. At the routine 45 day follow up transesophageal echocardiography (tee), it was noted that there was a 5.3 mm leak. There was no thrombus noted. The patient remains on eliquis (5mg/bid) and is being evaluated for possible coiling or plugging at a later date.